Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was nauseated and had a bad headache. The egv was 116 mg/dl and the bg by the patient was 253 mg/dl. The patient drove himself to the hospital. Upon arrival, the bg at the hospital was 450-500 mg/dl and the egv at that time was not documented. The symptomatic hyperglycemia was treated with insulin through IV. The patient was discharged after a few hours around 2200 the same day. At the time of the report the same day, the patient was reportedly in good condition at the time of the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.